Event description:
No additional information.

Manufacturer narrative:
Investigation result: a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 3065947. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device leaked from the septum. The following information was provided by the initial reporter, translated from chinese to english: leakage from a septum-needleless closed infusion connector was observed while pushing famotidine injection into a patient, resulting in a wasted portion of the medication being pushed into the patient. Injury manifestation none.